Manufacturer narrative:
In the initial report, the date received was incorrectly entered. The corrected date received is reflected in this update. Please note: we are experiencing difficulty transmitting emdr's via webtrader/ esg and have reported it numerous times.

Event description:
On (B)(6) 2015 after another scheduled patient follow-up visit it was reported that four of the eight screws in the construct had broken. As a result, three additional complaints, #104, 105, and 106 have been opened; all three will be documented here together.

Manufacturer narrative:
No product has been returned for review and evaluation of this implant. There is no connection that can be made between the event and any shortcoming of the device at this time. Root cause has not been identified. Should additional relevant information become available, a subsequent report may be filed.

Event description:
On (B)(6) the patient underwent a three level acdf procedure using genesys spine cervical peek cages supplemented with anterior fixation using a genesys spine anterior cervical plate and screws. During patient post op visits it was noticed that one screw had broken; this was documented in MDR #3008455034-2014-00007. At that time it was reported the surgeon was monitoring the patient and at had chosen to not perform a revision surgery due to the fact that fusion is occurring successfully. On (B)(6) 2015 it was reported that four of the eight screws in the patient and the surgeon has not performed a revision surgery since fusion has taken place.